Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed because the disposable set was not returned to baxter for evaluation, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 3 of 4 on the home choice (hc). The home patient (hp) was still connected, the supply bags were empty and with only solution in the heater bag. The technical service representative (tsr) asked if any bags come undone and per the hp, no. The tsr explained the alarm and helped the hp clear the alarm by turning the hc off/on to receive the system error 2367, the hp turned the hc off/on again and the hc was back to press go to start. The hp would finish with a manual bag. There was patient involvement with no patient injury or medical intervention reported.